Manufacturer narrative:
(B)(4): evaluation, results: (no device or manufacturing root cause has been identified), (stent recoil). Evaluation: conclusion: (no device or manufacturing root cause has been identified).

Event description:
The physician deployed a 2.75mm diameter x 18mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a patient's mid rca. The lesion was reported to be pre dilated. It was reported that post deployment of the stent, it was observed that the stent had recoiled and the stent was post dilated, with no difference noted. Another brand stent was deployed in the deployed integrity stent with no issues noted. No patient injury occurred and no clinical sequelae were reported.